Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. T-wave oversensing on episode 124.

Event description:
It was reported that the device delivered inappropriate shocks due to tachycardic transient atrial fibrillation and oversensing. It was further reported that a review of product performance data indicated right ventricular (rv) lead t-wave oversensing which resulted in inappropriate shocks. The patient was hospitalized and treated with medication. In addition, the device sensitivity was reprogramed and the device and rv lead remain in use. It was noted that the patient is taking part in the optilink hf study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).